Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been in the hospital for almost one week due to adema. Customer's blood glucose at time of incident was high. The customer stated that while in the hospital her blood glucose been running a little higher because she is not getting enough insulin. The customer reported the incident for documentation.